Manufacturer narrative:
Voluntary medwatch report form received: mw5145945.

Event description:
Voluntary medwatch report form received notes that the atrial lead was explanted due to infection. No additional adverse patient effects were reported.